Event description:
A report was received that following a trial implant procedure, the patient was experiencing strong back pain that required hospitalization. The patient was prescribed medication and the event resolved. The back pain is believed to be caused by the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that following a trial implant procedure, the patient was experiencing strong back pain that required hospitalization. The patient was prescribed medication and the event resolved. The back pain is believed to be caused by the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.